Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was unable to charge. The patient underwent an ipg explant procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was unable to charge. The patient underwent an ipg explant procedure. Device malfunction was suspected. The patient was doing well postoperatively.